Event description:
We received an allegation of questionable sodium electrode results for 3 patients' samples tested on a cobas 6000 c501 module. Sample 1: initial result: 171 mmol/l. Repeat result: 136 mmol/l. Sample 2: initial result: 169 mmol/l. Repeat result: 137 mmol/l. Sample 3: initial result: 168 mmol/l. Repeat result: 139 mmol/l.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The customer stated that they have had this issue since the last monthly maintenance on 23-mar-2026, where the electrodes, pinch valve tubing, and sipper tubing were exchanged. The field service engineer verified the tubing, water level, solenoid valve, and mixers. The investigation is ongoing.